Event description:
The customer reported that their pump became hot to the touch and temperature alarms were recorded in the pump history. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump. The customer was advised to return the faulty pump within 10 days and transfer their pump settings to the new device. Instructions were provided on connecting their cgm to the replacement pump, and the customer acknowledged the guidelines.